Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the sample noted one used clean cath vinyl intermittent catheter without original packaging. It was noted that the catheter was broken with a jagged edge and a portion of the tip missing. A catheter with a missing tip did not conform and was out of specification. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be defective material mixed in the raw material lot from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the catheter broke off inside of the patient. The patient was seen in the emergency room where an x-ray and a probe were performed, however, the tip of the catheter could not be located or retrieved. The patient had to schedule a pending appointment to follow up with the urologist in a week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tip of the catheter broke off inside of the patient. The patient was seen in the emergency room where an x-ray and a probe were performed, however, the tip of the catheter could not be located or retrieved. The patient had to schedule a pending appointment to follow up with the urologist in a week.